Event description:
Swelling in her entire leg [unilateral leg swelling] ([wrong injection technique]) had a bad reaction from it [medical device site reaction]. Case narrative: initial information received on 27-aug-2019 regarding an unsolicited valid serious case received from health authorities with report no. Mw5088868 of united states under reference from pharmacist. This case involves an unknown age female patient who, after her previous medical doctor (md) injected the synvisc incorrectly into her joint, had swelling in her entire leg and had a bad reaction from it while she used medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection, 8mg/ml, via intra-articular route, (dose, frequency, lot - unk) used for unknown indication in joint. Information regarding batch number was requested. It was reported that the patient came to know from her new md that her previous md injected the hylan g-f 20, sodium hyaluronate incorrectly into her joint that caused, on (B)(6) 2019 after unknown latency, swelling into her entire leg and had a bad reaction to it (all events assessed as medically significant). Final diagnosis was had a bad reaction from it and swelling in her entire leg. Action taken: unknown for all events. It was not reported if the patient received a corrective treatment for all events. Outcome: unknown for all events a product technical complaint was initiated on 03-sep-2019 for synvisc. Batch number: unknown global ptc number: 60080 the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 03-sep-2019 additional information received on 03-sep-2019. Investigation summary received and ptc results added. Upon internal review on 01-nov-2019 with the clock start date of 03-sep-2019, the event coding was updated from device use issue to wrong injection technique.

Event description:
Swelling in her entire leg [unilateral leg swelling] ([device use issue]). Had a bad reaction from it [medical device site reaction]. Case narrative: initial information received on 27-aug-2019 regarding an unsolicited valid serious case received from health authorities with report no. Mw5088868 of united states under reference from pharmacist. This case involves an unknown age female patient who, after her previous medical doctor (md) injected the synvisc incorrectly into her joint, had swelling in her entire leg and had a bad reaction from it while she used medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection, 8 mg/ml, via intra-articular route, (dose, frequency, lot - unk) used for unknown indication in joint. Information regarding batch number was requested. It was reported that the patient came to know from her new md that her previous md injected the hylan g-f 20, sodium hyaluronate incorrectly into her joint that caused, on (B)(6) 2019 after unknown latency, swelling into her entire leg and had a bad reaction to it (all events assessed as medically significant). Final diagnosis was had a bad reaction from it and swelling in her entire leg. Action taken: unknown for all events. It was not reported if the patient received a corrective treatment for all events. Outcome: unknown for all events a product technical complaint was initiated on 03-sep-2019 for synvisc. Batch number: unknown global ptc number: 60080 the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 03-sep-2019 additional information received on 03-sep-2019. Investigation summary received and ptc results added.